Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in clinic experiencing abdominal stimulation. X-ray image revealed the right atrial lead was dislodged. The device was reprogrammed resolving the stimulation. The lead was programmed off; the patient is on the waiting for a heart transplant.